Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not turning on. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that malfunction occurred due to the power cord becoming unseated. The customer reinserted to resolve and confirmed that the station was fully operational. The system functioned as intended after the customer resolved the issue.